Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had the whole system removed because it did not help them anymore. The patient stated they electively removed the ins and after the ins was removed they had a painful lump around the bra line. The patient thought the lump was a build up of calcium. The patient mentioned they had 2 back surgeries that caused pain. The patient wanted to know if there was anything left behind after surgery; patient services recommended for the patient to contact their healthcare professional to see what/if any internal components were left behind at the ins removal and discuss the lump on their back. No device issues were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported about nine months ago their pain was getting worse, and the implantable neurostimulator (ins) wasn¿t helping the pain. The consumer further reported they had major back surgery to take care of the back pain, and now no longer needed to use their ins or therapy, and were in the process of having the implant removed but had to wait until they healed from the major back surgery first.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.